Manufacturer narrative:
Patient samples were provided for investigation. An interference against a component of the reagent was not confirmed. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable high elecsys ft4 iii assay results for four patient samples from cobas e 801 module serial number (B)(4) compared to the abbott architect analyzer. Refer to the attachment to the medwatch for all patient data.the cobas e801 results were reported outside of the laboratory.there was no allegation of an adverse event.